Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact on customer's blood glucose level. Reportedly, the customer was able to charge the pump and issue was resolved.